Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not load clips and then jammed. No other information is available. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Jaw/cam. The analysis results found that the device was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. Please note that this condition is unrelated with the incident reported. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.